Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed with tandem technical support. However, the customer declined to complete the check. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 190mg/dl at the time of event.